Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: underweight, an opening on posterior, and crease fold. A microscopic analysis was performed which identified: a crease sharp opening on posterior and stress marks. Based on the device analysis the final assessment is: a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Event description:
Healthcare professional reported right side "rupture." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.